Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited noise on the atrial and shock channels. Atrial lead measurements were within normal range. The shock impedance on the defibrillation lead had doubled, up from 30 ohms to 60 ohms. A guidant technical services consultant discussed a potential setscrew issue with the atrial lead connection and possible seal plug damage. An invasive procedure was performed and found blood in the df-1 proximal port of the device header. The shock impedance was tested and observed to be 99 ohms. The lead was found to be fractured. The lead and device were explanted and replaced. The rate/sense lead in the right ventricle was also explanted, as it was no longer needed with the new non-guidant defibrillation lead.